Event description:
Information was received from a patient's representative regarding an implantable infusion pump. The reason for call was caller reported that the patient fell out of bed and broke both of his legs. Caller stated that the pt's leg got infected and wound care was taken care of it but the patient went back to the hospital last saturday to treat the infection and the plate that was implanted slipped because the patient's bones were too fragile to hold the plate so they had to do an additional surgery. Patient service specialist asked caller if the patient had a (B)(6) pump, and caller stated that he had a flowonix prometheus pump implanted in 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).